Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced hyperglycemia event on 04 mar 2026 insulin flow block alarm. The blood glucose level was high and the patient was treated with correction via pump.